Event description:
Pt had removal of bilateral breast implants due to capsular contracture. Unknown if implants are silicone gel. Both implants appeared intact and weighed 360 gms. The capsule tissue showed a dense nearly acellular fibrous connective tissue forming a portion of the wall, while other areas have a loose fibrovascular connective tissue present which demonstrates foreign body giant cell reaction. Implants replaced with co saline 360 cc.